Event description:
Medics reponded to a call for an unresponsive, patient who was not breathing. Non-zoll electrodes were attached to the patient, the patient's heart rhythm was analyzed and the device returned a "shock advised" message. While charging the energy, the device displayed a "bridge test failed" message. The clinicians continued to administer CPR to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.